Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 351 mg/dl at 2:48 pm and 66 mg/dl at 2:50 pm. He reported she felt shaky and treated herself by eating and felt better right away. Same system retest result at 2:55 pm was 145 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.